Manufacturer narrative:
D2b: pro code: (product code): dqy, lit g4: premarket / 510(k):k111295, k162350 good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. During the procedure, wiring was attempted using a jupiter fc guidewire; however, after prolonged manipulation, the distal tip became deformed. The device was replaced with a new jupiter fc guidewire, which successfully crossed the lesion. Subsequently, dilation was performed using a 2.0mm x 150mm x 150cm coyote balloon catheter. During the second inflation, the balloon ruptured at 7 atmospheres. The device was then replaced with a new 2.0/150 coyote balloon catheter, and dilation was reattempted, followed by upsizing to a 3 mm balloon. Revascularization was successfully achieved, and the procedure was completed. There were no patient complications as a result of this event.